Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the connections were cleaned and the ps1 voltage was adjusted. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding the imaging system. It was reported that the system had to be rebooted several times before fully powering on. This issue was noted outside of a procedure. There was no patient present.